Manufacturer narrative:
Investigation : evaluation: the complaint devices were not returned; therefore, physical examinations could not be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record and complaint history search were unable to be performed due to lot numbers not being provided. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. It should be noted the patients were experiencing bronchiectasis. Per the article, ¿cystic fibrosis (cf) and non-cf bronchiectasis are characterized by irreversibly damaged and dilated airways, and are often associated with recurrent or chronic bronchial sepsis.¿ it should also be noted that the patient¿s had the piccs inserted for intravenous antibiotics and were likely in an infectious state and/or immune-compromised state - further increasing a risk of infection. Infection is a known inherent risk for venous catheters. The sepsis is unconfirmed. There is no information indicating the rationale as to why sepsis was suspected. Sepsis could potentially result in shock and possible organ failure. At this time, the most probable causes of this event are medical procedure and disease progression related. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Dupont, christian, et al. ¿complications of peripherally inserted central catheters.¿ journal of vascular access, vol. 16, no. 3, ser. 1129-7298, 4 feb. 2015, pp. 245¿249. 1129-7298, doi:10.5301/jva.5000347. (B)(4). Specific product and lot numbers are not available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
A journal article "complications of peripherally inserted central catheters in adults with cystic fibrosis or bronchiectasis" was reviewed which discussed the general safety and complications of utilizing this method for delivering IV antibiotic courses. Between march 2009 and december 2011, 182 peripherally inserted central catheters (PICC) lines were placed in 117 adults (67 cystic fibrosis (cf) and 50 non-cystic fibrosis patients) at cochin hospital in paris, france. Ultrasound-guided placement of catheters were successful in 174 of 182 procedures and no insertion complication occurred. The catheters were in place for an average of 15 days. The author reported cook turbo-ject single lumen polyurethane open tip catheters were used in all study patients. French sizes were chosen to best match each patient¿s vascular diameter resulting in 103 4fr catheters and 71 5fr catheters. All devices were inserted by trained interventional radiologists under local anesthesia and multiple complications were observed during the study. Symptomatic upper limb deep vein thrombosis occurred in 4 of 174 patients (2%) and were treated by catheter removal and low molecular heparin dose. Resolution of thrombosis was observed using ultrasound assessment in all four patients¿ after anticoagulant discontinuation. Symptomatic superficial upper limb vein thrombosis also occurred in 4 of 174 patients (2%) and was resolved spontaneously after catheter removal (reference manufacturer report number 1820334-2018-02633). Significant pain was found in 31 of 174 patient¿s (18%) and was treated by acetaminophen leading to catheter removal in 4 patients (reference manufacturer report number 1820334-2018-02795). PICC occlusions were found in 31 of 174 patients (18%) (reference manufacturer report number 1820334-2018-02796). Premature removal of the catheter occurred in 12 of 174 patients (17%) at a median time of 10 days. Four patients experienced this due to suspicion of sepsis, 1 patient experienced catheter tip displacement in the jugular vein, 2 patients accidentally removed their catheters, 4 patients had prolonged pain, and 1 patient had deep vein thrombosis (subject of this report). The following should be noted as reported by the author: no case of clabsi was observed and all cultured catheter tips remained sterile. Significant pain was reported by 18% of patients: pain was controlled by acetaminophen in most cases and led to catheter removal in only four patients. The author concluded piccs can be used safely for antibiotic courses in most adults with cf or with non-cf bronchiectasis. Piccs were found usually safe but were sometimes associated with significant complications.